Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Numerous troubleshooting techniques were attempted, however were not successful. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry and magnet application did not elicit a response. The device case was opened to further inspect the internal components. The battery fuse was open which was caused by the device charging at a higher amperes. The high voltage capacitors were replaced with another set of capacitors and again the device was charging at higher amperes. An attempt to monitor the charging signal was made, however it was then noted that the device was charging at the correct amperes. Analysis was able to confirm the loss of telemetry, however the root cause of the high amperes charging could not be determined as the device began operating as expected.